Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ irreversible has been completed. The device was not returned for investigation. The cause of the bleeding was most likely congestive liver failure, patient condition related. The cause of the major and the limb ischemia was not determined.

Event description:
The user facility had a 14fr sheath introducer placed for support and placement of the impella cp pump for a aortic regurgitation (ar)/aortic stenosis (as) 64-year-old male patient. The patient had a bleed from the access site. Two units of blood were given to deliver back to the patient. Additionally the leg had an antegrade sheath to provide flow to the limb.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿